Event description:
It was reported by the patient that she was feeling "sensations like hiccups in my stomach". It was later reported the device was reprogrammed in office two days later, in an unsuccessful attempt to eliminate the hiccup symptoms. Two weeks later the device was reprogrammed again, and it was stated patient has not complained since of hiccups. The device is still in use. No further patient complications have been reported as a result of this event. Subsequent information received reported that the patient can feel a sensation like hiccups and see the chest move. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that she was feeling "sensations like hiccups in my stomach". It was later reported the device was reprogrammed in-office two days later, in an unsuccessful attempt to eliminate the hiccup symptoms. Two weeks later, the device was reprogrammed again, and it was stated patient has not complained since of hiccups. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.